Event description:
It was reported by the affilate that the (1 ) tlc55 was used during a stomach procedure. It was reported that the instrument did not fire after reloading. There was no consequence to the patient.